Manufacturer narrative:
Device received unable to perform the displacement due to complete broken reservoir tube lip, missing reservoir tube o-ring and broken reservoir tube threads noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose value was 571mg/dl. Customer stated that the reservoir was unable to lock in place when inserted into pump. Insulin pump will be returned for analysis.